Event description:
External paddles were connected to the defibrillator and used once successfully. The second time that they were needed, the paddles and machine did not work. Replaced with new paddles and new machine.